Event description:
It was reported that the customer received a no delivery alarm on his insulin pump during the manual prime. The alarm was resolved with an infusion set change. Customer's blood glucose was 115 mg/dl at the time of the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.